Event description:
It was reported, the patient had swelling and pain in their lower extremity (left thigh). The patient was examined; venous thrombosis was confirmed. The patient was administered warfarin and clexane. The thrombosis still existed but was reduced by half of the initial size on the date of this report. The symptoms were noted to be medication related and not device related. The patient was noted to be "recovering". The pump was used to deliver gabalon. Additional information received reported the patient did not have a history of deep vein thrombosis. The patient was required to rest for 2 weeks after the pump surgery, they wore elastic stockings and started early rehabilitation. The patient had lower leg edema, cyanosis and pain. The venous thrombosis was observed 8 days post surgery. The patient was initiated with a low dose of gabalon (25 ¿g in the screening) and measures were taken to prevent excessive muscle weakness and reduction in the muscle tone, however, the venous thrombosis developed. The patient was able to walk and responded to a low amount of gabalon. It was 'judged that the causal relationship to gabalon cannot be denied'.

Manufacturer narrative:
Product ID 8781, lot# n431739001, implanted: 2014 (B)(6); product type catheter. (B)(4).